Event description:
Reportedly, during pt use, a "shutdown imminent" alarm occurred. The pt was then manually ventilated and switched to another ventilator. There were no adverse pt effects reported.

Manufacturer narrative:
Though requested, additional pt information was not provided.